Event description:
Procedure: hernia repair. Reportedly, when the device was inserted into the cavity it was noticed that the end of the port was cracked and a piece had fallen into the cavity. The port was removed along with the piece and a new instrument was inserted. There was no reported pt.